Event description:
Patient suctioned with yankauer handle as they were emerging from anesthesia. Patient bit down on yankauer handle, tip cracked at end and pieces went into mouth of patient. All pieces were accounted for and patient did not suffer adverse effects from incident.